Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer resolved issue by changing cartridge, therefore troubleshooting was not performed. There was no reported adverse effect to the customer's blood glucose level. Customer continued to use pump for insulin therapy.